Manufacturer narrative:
Result code ((B)(4)) and conclusion code ((B)(4)) apply to the reported high blood glucose event.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received a cartridge alarm 19 during the load process with multiple cartridges. Additionally, the customer reported experiencing continuous high blood glucose levels of 300-421 mg/dl with small to moderate ketones which was addressed with manual injections, bolus, temp rate overnight, and drinking water. The customer reported was unsure of the cause of the high blood glucose levels. While contacting tandem technical services the customer stated blood glucose level was within target range of 118 mg/dl. The customer reported that would use manual injections as alternate insulin therapy.

Manufacturer narrative:
(B)(4).